Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with ventricular tachycardia, syncope, and was shocked. The patient's medication was changed. It is unknown if the shock converted the patient back to sinus. Further information was requested but not received.

Event description:
New information notes that the shock successfully converted the patient.